Event description:
The customer reported that there was a kv on in error message. This error may cause the system to shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.